Event description:
The rptr stated that she did back to back testing within 4 minutes. Using two test strips and reinserting each strip twice, her results were 126 and 135 mg/dl, and on second strip 164 and 157 mg/dl. She did not have any symptoms. On follow-up, the rptr said that she frequently reinserts the strips 2 or 3 times each. She received new strips and control solution, but did not wish to do a control test, saying that the strips had passed the control test previously. The lifescan rep reviewed qc procedures and discussed reason for not reinserting test strips.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8